Manufacturer narrative:
The pump passed sleep current measurement, displacement test, rewind, prime/seating, basic occlusion test, force sensor test and self test. Pump failed active current measurement and occlusion test. No relevant alarms during testing. Increased and decrease the brightness levels of the pump and backlight remained with dimmed display. Pump successfully downloaded traces and history file using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded 73 change battery and 6 batt out limit alerts. It recorded change battery fault on 05/01/2023 at 05:08:00. 6 batt out limit was recorded on 05/01/2023 triggered a total of four times. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range then had an unexpected voltage drop at the end. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor. The following were noted during visual inspection: battery tube threads - cracked, serial number label missing, scratched case and pillowing keypad overlay. In conclusion, e/a alarm unspecified was not confirmed. Backlight anomaly was confirmed due to the brightness level remained dimmed. Battery power loss due to high current during active current test. Moisture damage confirmed on electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed; the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.